Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alert tone. The patient and was referred to their physician for a device check. It was reported approximately three months later by the patient's family member that the patient's device was triggering an alert tone every 30 minutes. A follow-up investigation revealed that a lead integrity alert (lia) had triggered, and there were high rate non-sustained episodes and non-sustained ventricular tachycardia episodes noted. In addition, t-wave oversensing (twos) was exhibited. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.